Event description:
A male underwent initial aaa repair in 2004, developed a type lb endoleak due to the iliac continuing to dilate. The physicians went in 2008, and embolized the right internal iliac and then placed an iliac leg graft to extend down into the right external iliac. Pt is fine.

Manufacturer narrative:
Eval: still under investigation.